Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 87971, was returned and analyzed. Visual inspection of a balloon catheter showed the luer was broken. Smart chip verification indicated the catheter was used not. Without reprogramming the catheter, it was connected to the console and no system notices were received; catheter was recognized. The catheter passed electrical integrity test and the performance as per specification. In conclusion, the balloon catheter failed the returned product inspection due to the broken luer. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.